Event description:
Fax was received from a health care provider (hcp) with multiple operative reports. Operative report on (B)(6) 2018: for nevro spinal cord stimulator unit implant surgery with the notes "all impedances were good" and "procedure was tolerated well". Operative report on (B)(6) 2021: for "nonfunctional" spinal cord stimulator removal of epidural leads and pulse generator and laminectomy, l4-s1. Hcp notes they were "able to pull forth the epidural leads easily. They were under no tension and could see all the leads from both sides. [Hcp] detached anchors from the connectors and then cut the leads there" as well as hcp describing opening the pulse generator site and that they "pulled it forth with no issues". This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).